Manufacturer narrative:
E1: full establishment name is (B)(6). The device was returned and evaluated, and the device evaluation found the endoscopic image cannot be displayed due to the cable unit being twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image being displayed due to a break in the cable, loose contact. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a damaged cable. The cause of the damaged cable was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.